Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of device reset was confirmed in the laboratory. The device was tested on the bench and it was found that the reset was due to parity errors. The device memory was found to be normal when tested using automated test equipment. The cause of the partity errors could not be conclusively determined.

Event description:
It was reported that the device went into reset mode following radiotherapy. Attempts to reset the device were unsuccessful. It was also noted that inappropriate therapy was delivered. Device was explanted and replaced.